Event description:
It was reported that the wireless programmer lost telemetry when the head was removed from the device. It was further reported that the programmer booted very slowly. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report for the programmer. It was noted that the power cord door was damaged. (B)(4): analysis found that the cable was out of electrical specification, this was the cause of the telemetry failure.